Manufacturer narrative:
(B)(4).

Event description:
It was reported that all pairs involving electrode three had impedances above 4,000 ohms. All other electrodes were within normal limits. The patient stated he could feel stimulation at 0+, 3-. The hcp did not have prior impedance values from the first implant. The patient stated, he got good therapy. Additional information has been requested, but was not available as of the date of this report.